Event description:
It was reported that the right side of the lower screen on the external pulse generator was not showing up when the unit was powered on or in use. The generator was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing columns. Lower case and one bail cover are broken. One printed circuit board flex cable is crimped. The ring is bent. Keyboard window has white staining.